Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in restart loop. A field service engineer reimaged the station and brought back online successfully. Remote smart service (rss) was used to continue the setup of the station that had been imaged earlier in the day. Rss showed successful deployment of packages. However, due to recent software updates, connection to the stations via rss was initially unsuccessful. The required packages were manually pushed to the station to complete the setup, and their completion was verified. Rss confirmed that both wsus and eset were functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.